Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 4 of 7 mdrs filed for the same event (reference 1825034-2016-021945 / 1825034-2016-02234 / 1825034-2016-02235 / 1825034-2016-02194 / 0001825034-2016-02626 / 0001825034-2016-02627 / 0001825034-2016-02626).

Event description:
Patient underwent a hip revision approximately two months post-implantation due to dislocation.